Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had a missing end cap sticker. No moisture damage noted on electronic assembly or on motor.

Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.